Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had a cerebral infarction suddenly on (B)(6) 2016. The patient could not speak and they were in a hospital for treatment. The patient also had symptoms of their voice being light, they could not lift their leg up and they had waist pain. The patient shook when their device was turned off so a program check could not be done. Treatment options were still under discussion. The patient did have a 50 percent or greater symptom reduction. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.